Manufacturer narrative:
(B)(4). Date sent: 9/23/2020, batch # t5e918. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60d reload loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row partially fired 1/3 and the left two inner rows fully fired. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The patient is doing better but still in the hospital per surgeon. The staple line where the failure occurred was the last firing on the pouch near the fundus. It was repaired by using a new stapler and reload. Intra-op, everything looked ok at the end of the case per surgeon. Patient presented with significant bleeding later that night. The surgeon does attribute the bleeding to the repaired staple line. What were the indications for surgery? Morbid obesity. Please clarify what is meant by medial staples. Staples on the side toward the lesser curve. Please describe staple form. Surgeon says they did not form. Are photos or video available? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse fires. How long after procedure was bleeding identified? Late than evening. How was the bleeding addressed? Used suture endoscopically. Was the bleeding at site where issues occurred intraoperatively? Yes according to the surgeon. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the physician says echelon 60 stapler with gold reload and seamguard buttressing material misfired on stomach during a lap sleeve. Says medial staples did not form but stapler still cut. Had to repair staple line. The case was delayed. The patient later had to be brought back to or for bleeding.